Event description:
Surgeon was using the powered plus articulating endoscopic linear cutter from ethicon (reference number psee60a) after fired it wouldn't open and had to use manual override to open.